Manufacturer narrative:
Operator of device: patient/consumer. No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during infusion, leakage was observed in the extension line. A drug bubble accumulated in the filter and leaked through the vent. The pump did not register any occlusion or high pressure during this time and did not alert about other problems. So far there have been six incidents. In three cases, leakage occurred 24 hours after the start of the infusion; and in the other three cases, leakage occurred after 72 hours. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was received which consisted of one extension set. The sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unit was visually inspected under normal conditions of illumination. No obstructions, damage, or other defects were detected in the product. Leak testing on the sample received was performed using hydrostatic vessel per procedure. A leak was observed in the filter air vent; the complaint was confirmed. After analysis it was decided that the root cause was not associated with manufacturing process since the failure could not be reproduced following assembly process, thus the most probable root cause is that the filter became damaged from the use of solutions that contain high levels of surfactants. Root cause was traced to user interface. No corrective actions were performed since failure mode was not related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received by on (B)(6) 2022 via email and attached to complaint object: the issue was resolved. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available